Event description:
In 2006, this patient was implanted with a gore tag thoracic endoprosthesis to repair a pseudoaneurysm within the thoracic aorta. Five months later, a reintervention occurred to treat a distal type I endoleak and another gore tag thoracic endoprosthesis was placed distally extending the existing graft. The patient tolerated the procedure and was reported to be stable post-procedure. No other complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.